Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It is reported that this event involves a (B)(6) male patient. His diagnosis is morbid obesity. On (B)(6) 2013 a pa catheter, chest tube, arterial line, endotracheal tube, and cvc were placed. The cvc insertion site was the right subclavian vein. On (B)(6) 2013 the sales rep met with a person from the materials department. A fragment of swg was retrieved from the patient and it was found 67 days after it had been placed and patient discharged. No further information is being provided at this time. Risk management at the account is maintaining possession of the swg fragment. The patient ws taken to interventional radiology and a fluoroscopically guided endovascular removal of the swg fragment was done via the svc/right atrium. The sales representative was able to look at the fragment and it appeared to be approximately a 10cm distal fragment of the swg. The other end was a clean edge.